Manufacturer narrative:
Product investigation is in progress.

Event description:
Have assistance to get out one of the tampons - vagina [foreign body in reproductive tract] [string] break while in use¿ it is a struggle to get out [tampon] [complication of device removal]. String broke so short ¿ tampon [device breakage]. Strings are already broken and half the size - tampon [device physical property issue]. Case narrative: consumer stated via email that the tampon strings were broken and half the size. No serious injury was reported.